Event description:
On (B) (6) 2010, this patient presented with a ruptured aortic aneurysm and was treated with gore excluder aaa endoprosthesis. Post-operatively, the patient developed an endoleak (type unk). On (B) (6) 2010, a second procedure was performed whereby additional gore excluder aaa endoprosthesis was implanted and successfully resolved the endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional three devices implanted during initial procedure.